Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was not able to rewind. It was reported that the pistons were not moving. Customer's blood glucose was 400 mg/dl. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump received with operating currents within spec and passed self-test. However, device unexpected seated at the begging of the displacements test due to foreign material at the motor slide / reservoir tube seal. Unable to perform passed rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to anomaly with motor seal and motor slide. Device received with minor scratched display window and case.